Event description:
International affilate reported that pt eviscerated six days following c-section. Pt was taken to the or, surgically repaired and placed on antibiotic therapy. Pt was reported to be in good condition.